Event description:
Hospital biomedical staff report that during routine device inspections, 2 devices would exhibit intermittent defibrillation disarm when the hard paddle cables were wiggled near the device therapy connector. The biomedical staff state that when a therapy cable from a different device was used to test the device, observed disarm could not be repeated.